Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Sectio d4 (device expiry date) & (device mfg date) were updated based on the returned product based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch, applicator and cap. Applicator had fired correctly. Data was extracted successfully. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified third-party treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.